Manufacturer narrative:
The kit was returned for investigation. A visual inspection of the return pressure dome confirmed the leak as there was some dried blood on the body of the pressure dome. The pressure dome's membrane was also found to be partially unseated. The visual examination found no evidence of any tears or discontinuities within the pressure dome's membrane, and there were no obvious molding defects within the body of the pressure dome. The return pressure dome's membrane was pressed back into place and the pressure dome was installed on a sample pressure sensor. The pressure dome fit as expected. There were no issues in getting the pressure dome's latches to fit into the circumferential groove around the sample pressure sensor. The pressure dome was pressure tested in order to check for leaks and no leaks were found. Thus testing did not find any issue with the return pressure dome. The fact that the pressure dome's membrane was found to be partially unseated suggested that the cause for the leak was operator error due to the pressure dome not being properly installed on its pressure sensor. If the latches of the pressure dome are not fully inserted into the circumferential groove around its sensor, the pressure dome's membrane will not be pressed tight against the sensor. If not held tight against its sensor, the pressure dome's membrane can then move away from the pressure dome if the pressure in the line becomes great enough causing a leak. The smart card was not returned for investigation thus the occurrence of the alarm #17: return pressure alarms could not be confirmed. The cause for the alarm #17: return pressure alarms could not be determined based on the information provided. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. During the manufacturing process, all pressure dome assemblies are leak tested before the kits are released. They are leak tested twice during the sub assembly of the pressure domes and again as part of the final kit leak and occlusion test. Only those pressure dome assemblies that pass all three leak tests are released. No further action required. This investigation is now completed. Mc: (B)(4), s.k. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e372 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e372 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure and pressure dome membrane leak. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis of the kit is complete. (B)(4).

Event description:
The customer called to report an alarm #17: return pressure alarm and a pressure dome membrane leak which occurred during a treatment procedure. The customer stated that the alarm #17: return pressure alarm occurred after the buffy coat collection phase of the treatment and while the contents of the return bag were being returned to the patient. The customer reported that they lowered the return rate but that did not resolve the alarm. The customer stated that they then flushed the return line in order to try to resolve the alarm. The customer reported that they used the needle free injection port of the return line in order to flush the line, and they had pinched the return line tubing above the injection port with their fingers, in an attempt to avoid exerting back pressure on the tubing system. The customer stated that they noticed resistance in the line while flushing the line. The customer also reported that they noted pressure building in the tubing distal to the injection port while they flushed the line. The customer stated that they then accidentally let go of the tubing that they had pinched just above the injection port, and this is when the return pressure dome had "popped off" of its sensor and a leak occurred. The customer reported that the return pressure dome's membrane had partially dislodged from the body of the pressure dome, but there were no tears or rips noted in the membrane. The customer stated that their flushing attempt may have contributed to the leak. The customer reported that after adjusting the position of the needle in the patient's mediport, the patient's access was able to be flushed without the resistance experienced earlier. The customer was informed that therakos does not recommend continuing with a procedure after a leak and did not recommend returning any fluids to the patient, as the sterility of the kit had been compromised. The customer stated that in her clinical opinion, the sterility of the photoactivation section of the kit had not been compromised, and that they would continue with photoactivation and return only the treated cells to the patient. The customer reported that they disconnected both the collect and return lines from the patient, and completed photoactivation. The customer stated that they removed the treatment bag from the kit and manually reinfused the treated cells to the patient through a blood transfusion set with a filter. The customer also reported that during photoactivation, when the patient got up out of bed to use the restroom, the patient became pale and "felt faint." The customer stated that they then administered a 500 ml normal saline bolus to the patient. The customer reported that the patient's lowest blood pressure reading was 99/65, while the patient's pre-procedure blood pressure was 114/70. The customer stated that the patient's post-procedure hemoglobin and hematocrit were 12 hgb and 34%, respectively. The customer reported that the patient was sent to the emergency room for further observation after the treatment, as the patient still felt faint when standing or walking. The customer stated that based on the patient's emergency room record, the patient was discharged home in stable condition the same day. The customer reported that the patient did not receive any additional medical intervention while in the emergency room. The kit was returned for investigation. This medwatch is for the reportable malfunction of the pressure dome membrane leak. The adverse event for this case is captured in medwatch 2523595-2017-00156.